Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited purge pressure low alarm. The device was replaced with another aic and the procedure was successful. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown. The device was returned for evaluation. Review of the device logs revealed the reported purge pressure low alarm, and purge system open alarm after purge cassette and disk was inserted. Device analysis: visual inspection on purge system did not reveal broken purge flag/ blue retainer. However, it was found that the purge disk housing was sticky (potentially glucose residue). During testing, the pc and purge disc were fully inserted, and the intermittent disk detection symptom was reproduced. The purge disc detection was based on optical sensor built in purge pressure sensor. Therefore, with glucose residue blocking/ interfering the light-based purge disc detection. The cause of this issue is contamination. This report is being filed as part of a retrospective review of historical records.